Event description:
A malfunction occurred, reported with the code malf 0, and no notable events were identified prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, sending a replacement with updated software and providing instructions for handling the affected pump. The customer acknowledged receipt of information and will transition to multiple daily injections as backup therapy until the replacement arrives.